Event description:
It was reported that during a shoulder cuff repair, the healicoil anchor was pulled out and broke. The procedure was completed using a smith and nephew back up device, however, it is unknown if the was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device laying on top of a s+n box, inside an open pouch. The anchor is separated from the rest of the device, also inside the pouch, which makes it difficult to visualize its integrity. No suture can be seen in the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The sutures were not returned, the broken anchor is off the device, the proximal end of the anchor has been deformed and threads are broken, and bio debris is present. A functional evaluation could not be performed due to the broken anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force. Based on this investigation, the need for corrective action is not indicated.